Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Since the 3d head and the tulip were not returned for investigation, we are not able to give a conclusive statement about a possible failure reason. It is noted that when the pangea screws are used with spirit, it is vital to avoid pushing forward the holding sleeve while inserting or advancing the screw into the vertebrae. The same applies when orientating the holding sleeve. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is due to an unknown cause.

Event description:
It was reported that during surgery the head of the screw broke off upon mobilization. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.